Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they may need to have their lead removed due to an issue. Follow-up with the patients clinic revealed the patients right ventricular (rv) lead did trigger an alert related to svc impedance. The lead was reprogrammed to "turn off" the svc coil. No known lead replacement planned at this time. The lead remains in use. No patient complications have been reported as a result of this event.